Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. (B)(4). It is indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that stent damage occurred. The 90% stenosed target lesion was located in the moderately tortuous and moderately calcified mid right coronary artery (rca). After pre-dilatation was performed with a 3.0 x 13 non-bsc balloon catheter, a 3.50 x 20 synergy¿ drug-eluting stent was advanced but failed to pass through the bend of the proximal rca. During attempts to cross the lesion, the distal stent struts were lifted. The device was completely removed from the patient and the procedure was completed with a different device. No patient complications were reported and the patient's status was good.